Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy procedure, it was observed that the saw blade device had a horizontal crack just below the blade thins. It was reported that this event occurred just as the osteotomy was almost completed. It was reported that the same device was able to be used in order to complete the case since only a millimeter or two of bone was left. It was not reported if there were any delays in the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that a crack was observed on the left side of the blade approximately 45.5 proximal of the saw teeth and approximately 15.5 mm long. It was also determined that anomalies were observed on the left side of the blade at the distal end where the device may have come into contact with metal during use. It was also noted that there may have been surface damage where the crack initiated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear exacerbated by excessive force and surface damage. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.